Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 swift lock anchors (from the same lot) implanted as part of her scs system. It was reported the patient experienced discomfort at the anchor site. Surgical intervention was undertaken and the anchors were explanted and replaced which resolved the issue.

Manufacturer narrative:
Evaluation codes results: the complaint for ¿discomfort¿ was not confirmed. As received, both swift-lock anchors were exercised between the locked and unlocked position, and functionally tested on a lab lead. Both returned anchors had dried fluids and scuff marks on the threads; as a consequence of explant procedure. Both anchors functioned as designed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.